Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced due to an unknown reason. It is noted that this device was replaced at the same time as the right ventricular (rv) lead; a competitor's device, which was replaced for high thresholds/sensing issues. No additional adverse patient effects were reported. At this time no further information is available. Despite good faith efforts submitted to the field to obtain additional information and product return, no response was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.